Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation results a visual examination of the returned complaint device revealed that the balloon was ruptured in the middle section on the body of the balloon and the other section was not returned. It was also noted that the detached part has a jagwire guidewire stuck inside. No damage found on the catheter of the device. The failure found confirms the reported event. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the technique used by the physician and/or the interaction with the scope when the physician advanced the balloon could have caused the balloon to burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was used in the common bile duct (cbd) during a spincteroplasty of the ampulla procedure performed on an unknown date. According to the complainant, during the procedure, the balloon burst when attempting to dilate the cbd; it was noticed that the balloon burst at roughly 9.5mm. Reportedly, the stones were small and were not hard or sharp. No part of the balloon detached inside the patient. The balloon was then removed from the patient and the procedure was completed with another cre rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was used in the common bile duct (cbd) during a sphincteroplasty of the ampulla procedure performed on an unknown date. According to the complainant, during the procedure, the balloon burst when attempting to dilate the cbd; it was noticed that the balloon burst at roughly 9.5mm. Reportedly, the stones were small and were not hard or sharp. No part of the balloon detached inside the patient. The balloon was then removed from the patient and the procedure was completed with another cre rx dilatation balloon. There were no patient complications reported as a result of this event.